Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10 additional contact details: contact person name: (B)(6) contact person email: (B)(6) it was reported that the cardiosave intra-aortic balloon pump (iabp) had display - failure. Device was being loaded into aircraft hanger when it was dropped by operator. A getinge field service engineer (fse) investigated the customer's complaint confirmed screen is not working. Replaced in op touch screen.performed full functional and safety tests. All tests pass. Returned to customer and cleared for clinical use. The failure analysis and testing department received part number touchscreen assy, 12.1¿ serial number: with a reported unit failure screen not working. The fat dept. Performed a visual inspection of the part received and the part is in a good condition. The fat department installed the part number touchscreen, serial number: in the cardiosave test fixture serial number (B)(6)and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing dept. Found that the touch screen turns white right after the power up. The failure analysis and testing department verified the failure of the touchscreen. The touch screen is defective.¿ retaining touch screen in the failure analysis dept. Per procedure 0002-07-008 rev aq.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
B5 it was reported the cardiosave intra-aortic balloon pump (iabp) was being loaded into aircraft hanger when it was dropped by operator and the screen was not working. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.